Event description:
The ceramic insert broke. The cup was also damaged.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint states the ceramic insert broke. The cup was also damaged. A review of manufacturing records and complaints databases did not identify any anomalies. The returned products were assessed by the supplier ceramtec and a report was received stating that due to the misalignment there were point contacts between the metal shell and the insert which initiated the fracture. The complaint shall be closed to user error; it will be entered into the complaint database and monitored through trend analysis.